Event description:
Pt had undergone left total hip arthroplasty. Surgery began approximately at 0800 under spinal anesthesia. Pt out of surgery at approximately 0917. Postoperative films indicated foreign body, which had broken off one of the retractors or insertion devices for the component. Pt in need of removal of that foreign body to avoid third-body wear in component; decision was made to proceed immediately back to operating room as pt still had a functional spinal in place. Second surgery began at 1026, staples removed, reopened incision, evacuation of typical post-operative hematoma. Wound irrigated and foreign body located, removed without difficulty then closed. Pt awoke from anesthesia, transferred to recovery as stable. Pt discharged two days later.====================== health professional's impression======================a small metallic density is projected medial to the arthroplasty potentially representing a surgical clip (radiologist). The surgeon opines "postoperative films indicated a foreign body which had been broken off one of the retractors or insertion devices for the component."====================== manufacturer response for impactor, stryker impactor======================stryker representative would like to have the device and the retrieved piece returned to them after risk management has reviewed case.